Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set site multiple times. The customer's blood glucose level was not impacted. As the infusion set site had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.